Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to placement difficulty and patient anatomy. Also, this lead will not be returned. There were no adverse patient effects.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was not successfully implanted due to placement difficulty and patient anatomy. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.